Event description:
It was reported that the caller experienced a discrepancy in the displayed time on their device, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as readings were not outside the normal range. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, with a recommendation to follow up if the issue recurs. The caller understood and acknowledged the guidance provided.